Manufacturer narrative:
The device associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
During patient use, the customer reported the fully charged autopulse li-ion battery (sn (B)(4) did not power on the autopulse platform. The battery status leds were showing 4 solid green lights, indicating that the battery was fully charged. The user installed a second battery (sn (B)(4), however, the platform could not power on again. The crew switched to manual CPR within 15 seconds. No consequences or impact to the patient. Please see the following related MFR reports: MFR # (B)(4) for the autopulse li-ion battery 2 of 2 (sn (B)(4).

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.